Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the resets have been cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) parameters were present. Total por count of 127. Por reasons of battery supply low por.

Event description:
It was reported that the remote transmission stated that the implantable cardiac monitor had an electrical reset. It was noted that the patient works around high energy fields and was around large electrical generators. It was further reported that the implantable cardiac monitor continued to have electrical resets. The device remains in use. No patient complications have been reported as a result of this event.